Event description:
It was reported that pts with a history of humeral nonunions were treated with rhbmp-2. After adequate bone preparation and reduction, locking plates were applied. Minimal contouring was needed. Six to eight cortices were used on either side on the nonunion site. A pt developed postsurgical superficial erythema that resolved after a short course of antibiotics.

Manufacturer narrative:
(B)(4). Literature citation: crawford et al. Atrophic nonunion of humeral diaphysis treated with locking plate and recombinant bone morphogenetic protein: nine cases. The american journal of orthopedics, 2009; 38(11): 567-570. A review of the device history records is not possible without add'l device info. Neither the device nor imaging films were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.